Manufacturer narrative:
Only the screwdriver was returned for analysis. Conclusion: the physician reported that during the implantation procedure: no click sound was heard at the atrial level when tightening the lead; a pull test of the atrial lead indicated that the lead was tightened and the physician decided to keep the device implanted; however, the labeling indicates to tighten the setscrew until the screwdriver clicks; no difficulties were observed at the ventricular level; only the screwdriver was returned and visual inspection showed damages on the blade. Verification of the dimensions of the screwdriver's blade did not show anomalies and the measurement of the torque of the wrench was in the upper part of the authorized limits, it does not have consequence considering the reported event; the possible hypothesis to explain the observed event are: presence of an excess of glue on the hexagonal cavities of the setscrews which could give difficulties to screw correctly but it could not be confirmed because the device was not returned; however, the sterilization lot of this device was 2328, i.e. After an add'l inspection step became effective to ensure absence of glue inside setscrew cavity (step which became effective with sterilization lot 2317); a more probable hypothesis is an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged slightly the screwdriver blade and probably the rim and upper part of the cavity of the setscrew; as a consequence of an incorrect insertion of the screwdriver, the setscrew is screwed in the terminal block but no "click sound" is heard because of the poor mechanical contact between the blade of the screwdriver and the hexagonal head of the setscrew, an illustration of the mechanism that could cause the damages to the rim and cavity of the setscrew: it is important to note that in these conditions, it could be later not difficult to disconnect the lead.

Event description:
Reportedly, a connection issue occurred at the atrial level during the implantation of the pacemaker. No click sound of the screwdriver was heard when screwing the atrial lead: the screwdriver kept turning without clicking sound, but the lead tightening was confirmed by a pull test. The physician decided to kept the pacemaker implanted and to return the screwdriver for analysis. No such problem was observed at the ventricular level.